Event description:
Taken from staff report: "an IV tech tripped on the power cord - the machine was plugged back in and went through a power recovery. The blood and therapy pumps continued to function appropriately and the computer seemed fine until the next hour's volume history was reviewed. The computer reported that -16.86 liters of therapy fluid was used but the machine was set for +2.4 liters. It also reported that -1262 ml of ultrafiltration were removed but the machine had been set for 168 ml. The next hour's values were similarly incorrect. The rn returned the patient's blood and switched to a new machine. Soon after, the patient's blood pressure was declining and the rn had to restart the neosynephrine drip. The machine was red tagged and sent to clinical engineering."manufacturer's representative later evaluated the machine and verified the machine was working properly. According to the manufacturer, the machine uses a separate computer for the history display. The history computer data can apparently be corrupted by an unplanned shutdown. Since staff rely on the history to monitor the patient, any obviously erroneous data is cause to discontinue the machine and replace it. We have actually had the same problem with several machines, mostly following a "controlled" shutdown and re-boot. There seems to be a bug in the software that allows the data to get corrupted in the history display. Large negative numbers have been observed in these cases (negative volumes are not possible).